Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an intermittent loss of image on the monitor during a diagnostic colonoscopy involving an olympus colonovideoscope. The customer suspected that the cause of the intermittent loss of image was due to fluid invasion. The procedure was completed with an olympus back-up device with about 30 minutes delay. There was no patient injury reported.